Manufacturer narrative:
(B)(4). The lot was manufactured between october 14, 2015 and october 15, 2015. The device was received and the evaluation was completed to investigate the reported issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed; the flow rate met product specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor experienced no flow. This was noticed 24 hours after patient connection for an infusion of 104.47 ml of fluorouracil and 13.24 ml of sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.